Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired on (B)(6) 2011, after use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving three separate products; associated mdrs #1225714-2014-00475, 00476, 00477 and 00478; 2937457-2014-00269 and 00270,